Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgery, it was observed that the quick coupling device had bad bearings, was grinding and not holding the pins correctly. It was further reported that the device was making a noise that was not normal when drilling the wires. There was a delay in surgery; however, the duration time was not specified. An identical spare device was available for use. The reporter stated that the same device was processed and used two more times since this incident. However, there was no additional information provided regarding the two cases. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it made a grinding noise and would not hold the smallest k-wire. It was further determined that the bearings and clamping components were damaged; and there was corrosion internally. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning/care and possibly immersion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.